Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to low vault. The lens was repositioned and did not resolve the problem. The lens was explanted. In a seperate visit a same length lens was implanted vertically and the problem was resolved. Cause of the event is unknown.